Event description:
It was reported, the video system center had image loss. It is unknown when the issue occurred. There were no reports of patient injury or harm.

Manufacturer narrative:
In troubleshooting; the customer was advised to introduce a medical grade isolation transformer into the alternating current (ac) circuit, from the wall to the bovie. Attempted multiple ac receptacles in room as well as isolated all associated cabling. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8 and h4. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the presumable cause and root cause for the reportable malfunction could not be determined or confirmed as the device was not returned to olympus. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.